Manufacturer narrative:
(B)(4). Concomitant medical products: unknown persona tibial tray, catalog#: unknown lot#: unknown, unknown persona articular surface, catalog#: unknown lot#: unknown. Customer has indicated that the product will not be returned to zimmer biomet for investigation, as product location is unknown. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00120, 0001822565-2018-00121, 0001822565-2018-00122. Product location unknown.

Event description:
It was reported that the patient was revised due to pain. No additional patient consequences were reported.

Manufacturer narrative:
Upon reassessment of the reported event, this device was determined to be not reportable as the patient was revised due to tibial loosening.

Manufacturer narrative:
The follow-up report is being submitted to relay additional information. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.